Manufacturer narrative:
The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The passed the displacement tests. The pump passed the operating currents. No unexpected low battery alarms noted. No grinding motor noise noted during test. The pump had a cracked on reservoir tube lip, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had a no delivery alarm and high blood glucose level. The blood glucose at the time of the incident was 391 mg/dl. Father states the motor does not sound right, as if it is running at half speed. He states the batteries are lasting less than a week on the pump. The customer was educated on proper batteries and adjusted the settings. The customer states they did experience any symptoms. The customer did contact their healthcare professional and does have a backup plan. The customer treated using the insulin pump. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. As a safety precaution the pump was being returned, because the motor was grinding and behaving abnormally. The device will be returned for analysis.